Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device was not functioning as expected. The specific device malfunction is unknown. All components were removed and replaced with a new ipp system. There were no further complications.